Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-jun-2023 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no. H3: yes. H4: mfg date: 17-jun-2022 h5: no h6: patient ime code(s): e2403 FDA device code(s): a0705 h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c04 patient img code(s) g02002, g0403401 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-jun-2023 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H3: yes. H4: mfg date: 18-jun-2022. H5: no. H6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705 h6: FDA method code(s): b14, b15, b17. H6: FDA results code(s): c04, patient img code(s) g02002, g0403401 product event summary: the battery ((B)(6)) was returned for evaluation. Two batteries ((B)(6)) were not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed visual inspection and functional testing. An internal inspection of (B)(6) did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event, (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) and a premature power switching event that was due to a communication error involving (B)(6) within the analyzed period. Of note, (B)(6) was not in use during the analyzed period. In addition, analysis of the data log file revealed instances involving (B)(6) where the relative state of charge (rsoc) was between 101-201, which is indicative of a communication error . As a result, the reported power switching event involving (B)(6) was confirmed. The reported power switching event involving (B)(6) could not be confirmed. The batteries had been lubricated prior to release. Possible root causes of the observed communication errors can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and/or communication errors between the controller and batteries. CAPA pr00574181 is investigating momentary disconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during log file review two additional batteries were identified with power switching and communication error issues. The batteries remain in use.

Event description:
It was reported that the battery exhibited power switching. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.